Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reset the pump to resolve the pump. There was no adverse impact to the customer¿s blood glucose level.